Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be damaged, and fluid was observed to be leaking from this damage when the fluid path test was performed. The timing and cause of the damage to the soft cannula cannot be determined. No abnormalities were observed in the pod data that would indicate a failure to deliver insulin. The patient history buffer data shows that the system operated exclusively in manual mode, delivering insulin according to the user's programmed basal rate. It cannot be determined if the damage to the soft cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod at the infusion site (arm).